Manufacturer narrative:
The legal manufacturer's investigation is ongoing, this report will be supplemented when new and relevant information becomes available. The device was visually inspected, and functional testing was performed. Based on functional testing performed, the device passed the standard specification. A review of the device history record found no deviations that could have caused or contributed to the reported issue.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited foreign object came outside of the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   New information added on field: it has been over 11 years since the subject device was manufactured.   The legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Based on the results of the investigation and the information provided, it could not be definitively determined what the foreign material was remaining in the device. There was no damage to the area where the foreign material was detected, and the reprocessing was performed according to the instructions for use (IFU). However, the cause of the material remaining in the device could not be determined. The event can be [detected/prevented] by following the instructions for use which state: the instruction manual operation manual ¿gif/cf/pcf-290 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.